Manufacturer narrative:
The product is currently unavailable.

Event description:
It was reported that the "battery exploded" inside the remote assistant. There was no allegation of serious injury associated with the report. The patient discontinued use of the product and all products were exchanged.